Event description:
Dentist's office performed a periodontal procedure in the beginning of february. The procedure involved laser treatment of a 7mm deep pocket at the 31 distal postition. After the procedure, the patient was sent home with a standard treatment regiment (ibuprofen plus saltwater washes). The following day, the patient reported significant pain and returned to the dentist. According to the dentist and hygienist, the patient had a hole in patient's gum tissue at the the location of the previous day's treatment, about 4-5 mm across. 4-5 mm along the side of the patient's tooth and 5-6 mm deep. At the bottom of this hole, the patient's bone at the bottom of the hole was dead. The patient was given antibiotics and pain medication. The dentist's usual laser settings for this procedure are a maximum power output of 1 watt, continuous with treatment for no more than 20 to 30 seconds. These settings are consistent with typical clinical practice. Biolase believes the reported clinical outcome in this event is consistent with a much higher power setting and/or a much longer exposure time than the dentist's usual settings.